Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (360 mg/dl). Customer treated elevated levels with insulin injections. System check with tandem technical support indicated that the pump performed as intended. Change of insulin vial was suggested as well as health care professional consult.